Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. During suturing, the wire came off the needle. The patient could have swallowed it. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the suture wire came off the needle. This has happened before too." Please clarify - besides in the procedure on (B)(6) 2024, how many times has the issue occurred? Have the additional events already been reported to ethicon? If not already reported, please provide procedure details (procedure name and date) for the additional affected procedure(s). Was the product involved in the other procedure(s) of the same lot number (uabbl ts0)? Were there any patient consequences associated with the other events? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: * please clarify - besides in the procedure on (B)(6) 2024, how many times has the issue occurred? Right now, it¿s just hearsay, there is no reports or evidence that it has happened before. - have the additional events already been reported to ethicon? No. No evidence that it has happened before, only hearsay. Nobody have/can name a date, location or a patient who is involved beside that 1 treatment and patient who we already reported. - were there any patient consequences associated with the other events? Not that anybody knows of. The following information was requested, but unavailable: - was the product involved in the other procedure(s) of the same lot number (uabbl ts0)? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.